Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified error messages occurred with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer updated the pump software and reported that the issue was resolved.